Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and patient went to the ER. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient went to the emergency room (ER) due to diabetic ketoacidosis (dka) while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Despite good faith attempts to obtain further details, no additional information was provided.